Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 3 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that a low speed advisory alarm occurred followed by an unexpected pump speed fluctuation below the low speed limit. The patient silenced the alarm on the system controller and no further alarms recurred. The patient¿s driveline was visually inspected and no damage was found. No alarms could be reproduced when the driveline was manipulated or when the patient performed body movements. Due to the unclear alarm situation, the lvad clinicians suspected a driveline wire to wire short. A pump exchange was performed on (B)(6) 2017. The patient is reportedly in stable condition in the intensive care unit. No additional information was provided.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline cut approximately 2 inches from the pump housing and the distal portion was returned in two segments measuring approximately 8 inches and 28 inches in length. Visual inspection of the driveline revealed breakdown of the metal braided shield approximately 6 inches from the pump housing as well as 3 inches from the controller connector. Electrical continuity testing was performed and did not reveal any discontinuities or shorts; however, visual inspection of the wires revealed breaches in the insulation of the brown and orange wires approximately 6 inches from the pump housing, exposing their inner conductors. High potential testing was performed and did not reveal any additional areas of insulation breach that would have contributed to an electrical short. The observed wire damage appeared to be the result of abrasion against the metal braided shield due to repetitive movement of the driveline at this location. The left ventricular assist device operates on a three-phase motor, where each phase is powered by two redundant wires. The brown and orange wires support phases 2 and 3 respectively. If the exposed conductors of the brown and orange wires made direct contact with each other or simultaneous contact with the metal braided shield while the system was operating on either power module or battery support, the resulting phase-to-phase short would have caused the pump stop and low speed events captured in the log file. Upon disassembly of the device, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies related to wear or damage. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.